Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that it was unknown how the urinary retention worsened from the device or therapy. It was not thought the device or therapy was thought to be interfering with the signal to the detrusor muscle contact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has been using a catheter for the past 7-8 months due to bladder issues and bladder stone. Caller said that patient had surgery to remove the bladder stone, and said that they tried to take the catheter out however that didn't work so they put it back in, as said that the bladder wasn't working on its own, said wasn't comprehending the signal. Caller also said that about two weeks ago, patient started experiencing bladder spasms, said that it was like little electrical shocks. Caller said that patient doesn't tell them when the shocks started and this is their estimate. Caller said that new urologist suggested turning stimulation off and caller asked for assistance in turning therapy off. With instruction, caller connected to implant and successfully turned therapy off. Caller said that patient is getting a permanent catheter placed and then they will turn therapy back on. Caller also said that patient was diagnosed with prostate cancer. The patient was redirected to their healthcare provider to further address the issue. Updated patient's managing urologist. Additional information was received from a healthcare professional (hcp). The hcp reported that the patient did not experience urinary retention prior to the device. The patient's retention had worsened. It was unknown if catheterization was patients' standard of care prior to device. The issue was not yet resolved.